Event description:
It was reported that the surgeon inserted the aq2015a silicone three piece lens and the lens started to fall in the back of the eye. The surgeon ended up using anterior chamber lens. Additional information was requested but not yet received. If any additional information is obtained a supplemental medwatch report will be submitted.

Manufacturer narrative:
Method - device history review. Results - the product evaluation indicates no visual damage and the lot was 100% inspected prior to release. After going through the device history record, it has been determined that nothing in the manufacturing, sterilization and packaging processes of the lens was the root cause of this complaint. Conclusion : based on the complaint history, work order search, medical and device history reviews, it remains unclear whether the product caused or contributed to this event. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide).(B)(4): evaluation results:visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens. (B)(4).

Manufacturer narrative:
Method - medical review. Results medical review - a lens that falls back during implantation is commonly due to the presence of a capsule tear. A capsule tear is likely secondary to surgical manipulation by the surgeon rather than the lens itself, however, it remains unclear whether the product caused or contributed to this event. (B)(4).

Manufacturer narrative:
(B)(4). Review of this file indicates that the natural lens and not the iol started to fall back in the eye so the surgeon opted to use an anterior chamber lens instead of this lens. In this case, the iol was never used.(B)(4).